Event description:
Customer reported to distributor a build up of co2 in pt circuit. No injuries or deaths occurred as a result of this incident. The facilities technical investigation concluded the adjustment knob was broken on o2 blender.